Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'keeps turning off for no reason' which was verified through a review of the event history log by the presence of "improper shutdown!" Messages. Evaluation observed failing ac power cord which could cause pump to turn off or on without user input. Evaluation determined that the keypad and ac power cord to be the causes of the reported symptom. The ac power cord and keyboard were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keeps turning off for no reason. There was no known patient injury or medical intervention associated with this event. No additional information is available.